Event description:
It was reported the device had prematurely detached. A 20mm watchman flx laa closure device was used in a procedure. The device was prepped and loaded into the watchman access system. Alignment and positive 'snap' indicated the delivery system and access system were integrated. Upon unsheathing the device, and at the moment the shoulders revealed from the catheter, the device immediately detached from the core wire. The device was then assessed for release criteria with the exception of the tug test, and it was determined the device was satisfactorily deployed. There were no patient complications reported to have occurred, and the patient would be assessed at the 45-day follow-up.